Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 07/12/2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd set with cassette leaked from an unspecified location. This occurred during unspecified process step of peritoneal dialysis therapy. The patient was connected during the time of the event. The home patient (hp) stated "a fluid was leaking from somewhere on the table where the device (amia) was standing". Renal therapy services (rts) assisted the hp in removing the supplies and ending the therapy session. Rts discussed continuous ambulatory peritoneal dialysis with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.